Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/02/2016 that on (B)(6) 2016, the receiver runs system-checks during daytime and also during the night. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.